Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
The patient was reviewed by endotronix's internal monitoring where it was determined that this patient is suspected for sensor inaccuracy. The patient will undergo recalibration on (B)(6) 2025 to determine if an adjustment is needed.

Manufacturer narrative:
Updated section(s): b5, b6, d4, g3, g6, h1, h2 and h6: b5: additional information indicates that approximately 1464 days post initial sensor implantation, the patient had 3-year recalibration. During the right heart catheterization (rhc), it was confirmed that the sensor was within fluid filled limits of agreement; therefore, no adjustment was required. However, an offset adjustment of 7.2 mmhg was conducted to fine tune the sensor accuracy as part of the 3-year recal. H3: the sensor was not returned for evaluation as it remains implanted. Approximately 1464 days post initial sensor implantation, the patient underwent a right heart catheterization (rhc) recalibration. The 7.2 mmhg difference that sensor 03l15 exhibited during the recalibration falls within the predicted limits of agreement between the cordella system and fluid-filled reference measurement. This, combined with the evidence showing the sensor was manufactured per specifications, confirms that the system was performing as intended and within expected accuracy limits. As a result, the reported event was not confirmed. Corrected data: d4: device serial number.